Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged a 2mm inaccuracy in the cephalic and caudal directions when using a navigation system with an intraoperative 3d imaging system, a non-medtronic product. A c-arm was used for confirmation and performed another sweep for the lower levels. No issues were identified; there was no delay in surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the non-medtronic intraoperative 3d imaging system, was re-calibrated and confirmed with a test spin that the navigation system was accurate. The medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.